Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.

Event description:
Philips received a complaint from the customer in which they stated that on (B)(6) 2016 they made an emergency procedure for patient ((B)(6)) they had to carry out two emergency interventions on a patient with acute myocardial infarction. Before the second surgery was performed on philips system they had to restart five times because the c-arm did not respond. After the fifth restart it was possible to carry out the intervention the patient did not suffer severe harm according the customer. The patient did not suffer severe harm according the customer.

Manufacturer narrative:
Philips investigated this complaint and found that the system did not startup because it detected an error in one of the two printed circuit board. The fse replaced the printed circuit board and clea extension 2 card which solved the reported issue. The system was returned to the customer in working order. Based on trending analysis there is no exceptional replacement rate for this item, therefore we take no further action in this matter. (B)(4).